Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return.